Event description:
It was reported via repair work order that the foot section would not stay in raised position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the foot section would not stay in raised position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was originally reported that the foot section would not stay up. It was confirmed by speaking with the customer that there was no malfunction with the unit. It was confirmed that the foot section was not working correctly due to operator error. The customer confirmed that the stretcher was functioning correctly. It was also confirmed that the customer was aware of how to operate the unit for future use.